Manufacturer narrative:
Updated a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which indicated that the reason for replacement was also severe conduit obstruction. It was stated that during the replacement procedure, it was observed that there was a large amount of gelatinous material over the conduit which was subsequently removed. It was reported that an implanted stent had perforated the conduit and the stent could be observed once the gelatinous material, which was suspected to be old thrombus, was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h6: ime <(>&<)> fdd codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years and 2 months post implant of this 14mm pulmonary valved conduit implanted in a then 6 month old pediatric patient, it was explanted and replaced with a 20mm conduit of the same model. The reason for replacement was reported as severe pulmonary stenosis and severe pulmonary insufficiency. No additional adverse patient effects were reported.